Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. The customer experienced an elevated blood glucose level (bg) of an unknown value. The customer delivered a correction bolus to address the bg level. The customer successfully loaded the same cartridge and resumed insulin delivery.